Event description:
Pt had graft implanted on 7/30/1998. Pt returned to or later that day with post-op bleeding along the black orientation line on the graft. Pt was later discharged from the hospital.